Event description:
As reported, there was no tension indication with a 6-12f mynx control venous vascular closure device (vcd) and it would not deploy. The physician was then directed to "reset" device by setting t down and picking it back up. Removal at level of sheath tract was continued, and at this point the tension indicator was in line and the mynx was deployed. The physician notice that the peg sealant was present at the incision. The physician hydrated the peg and removed it from site, then directed to treat site as a manual closure. There was no reported patient injury. The site had two unknown short 9f sheaths in place. The other site was deployed first with no issue; completed dwell time and was removed without issue. The directly posterior mynx site was deployed without incidence the procedure was a supraventricular tachycardia (svt) ablation. The user is mynx certified. Ultrasound guidance is not used by the physician for access. . Patient had a standard amount of subcutaneous tissue in the groin. Button one was fully depressed, but the tension indication did not line up until the sheath was completely out of the body by approximately 1.5 cm. Sealant was noted to be present at the incision site after button one was pressed. Balloon was fully deflated and button two was completely depressed. The device will be returned for evaluation.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, there was no tension indication with a 6-12f mynx control venous vascular closure device (vcd) and it would not deploy. The physician was then directed to "reset" device by setting it down and picking it back up. Removal at level of sheath tract was continued, and at this point the tension indicator was in line and the mynx was deployed. The physician notice that the polyethylene glycol (peg) sealant was present at the incision. The physician hydrated the peg and removed it from site, then directed to treat site as a manual closure. There was no reported patient injury. The site had two unknown short 9f sheaths in place. The other site was deployed first with no issue; completed dwell time and was removed without issue. The directly posterior mynx site was deployed without incidence the procedure was a supraventricular tachycardia (svt) ablation. The user is mynx certified. Ultrasound guidance is not used by the physician for access. Patient had a standard amount of subcutaneous tissue in the groin. Button one was fully depressed, but the tension indication did not line up until the sheath was completely out of the body by approximately 1.5 cm. Sealant was noted to be present at the incision site after button one was pressed. Balloon was fully deflated and button two was completely depressed. A non-sterile mynx venous vascular closure device (6-12f) involved in the reported complaint was returned for investigation. Visual inspection showed that button 1 and button 2 were fully depressed. The stopcock was found in the open position, and a syringe was attached to the unit. The sealant was not returned for this evaluation. No abnormal conditions were observed regarding the sealant sleeves. Additionally, a non-cordis 9f sheath was returned but was not inserted onto the device. The balloon was retracted, and the core wire was present. No additional anomalies were observed during this analysis. A dimensional analysis could not be executed to measure the thickness/width of the tension indicator line, as the unit was already deployed, and the tension indicator was not visible. The simulated deployment test could not be performed, as the unit was received already deployed. An additional verification of the tension spring conditions was conducted, and no abnormal conditions were observed. The reported event of ¿tension indicator-no change to tension indicator¿ was not observed through analysis of the returned device since it was received deployed with no anomalies noted to the tension spring. Also, the reported event of ¿sealant-inaccurate placement-partial¿ was not observed as the sealant was not present on the device and procedural images were not provided. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the no change to tension indicator event reported since the device was returned in a deployed position and there were no anomalies noted to the tension spring. However, as the tension indicator was able to be reset during the procedure by the user by setting it down, it is possible that handling factors (such as applying pressure to button 1 before tension indicator alignment) contributed to the issue experienced. Also, it is not possible to determine what factors may have contributed to the partial inaccurate placement of the sealant reported since the device was received with full deployment and complete balloon retraction. However, procedural/handling factors are possible. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. Per the mynx control venous IFU, after inflating the balloon, it states ¿align the device with the tissue tract. Pull gently to retract the device and procedural sheath until the black line in the tension indicator window aligns with the marks on both sides of the white handle. This indicates that the balloon is abutting the venotomy and that the device is positioned to appropriately deliver the sealant extravascular to the venotomy.¿ per step 2: deploy sealant, the IFU instructs, ¿while maintaining tension alignment of the markings, firmly press button #1 until it is fully depressed. The clock symbol will become visible in the tension indicator window. This deploys and compresses the sealant against the venotomy for effective adhesion. Lay the device down for 2 minutes, allowing the sealant to actively absorb body fluid and swell within the tissue tract.¿ it should be noted that placement of the sealant can be affected if the tension alignment is not maintained when depressing button 1. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.